Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope exhibited hole at the distal end and transition to the bending section cover was defective. The issue was found at reprocessing. The device was returned and an evaluation revealed, the light guide lens was dirty. There was gap of adhesive on the distal end and stain entered inside the lens through the gap. This report is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned and customer allegation was confirmed. Initial leakage and electrical safety tests were performed and leakage was noted at the forceps elevator. The adhesive of the bending section cover was separated. The forceps elevator ring was damaged. The adhesives were worn out. The light guide (lg) lens and suction cylinder was discolored and forceps elevator was corroded. The cover of lg-bundle was damaged. Due to wear of angle wire, bending angle in down and left direction does not meet the standard value. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the events is likely due to humidity that got into the device from leaking point resulting in the light guide (lg) lens being corroded. Additionally, the gap on lg-lens glue is due to physical stress allowing dirt to entered from there. Olympus will continue to monitor field performance for this device.